Event description:
It was reported that the implant at tooth site #5 was removed due to bone loss. A full thickness flap with a papilla sparing release was reflected. The osteotomy was debrided of all soft tissue down to healthy bone. All four bony walls and the sinus floor were noted to be intact. Decorticated. Osteotomes were then used to displace apical bone superiorly. Co/ca/xe regeneross bone mixed with prf exudate was placed in the osteotomy and also displaced superiorly. Co/ca/xe regeneross bone mixed with prf exudate was used to graft the osteotomy. A prf membrane was placed over the site and secure with 3-0 gut suture. Symptoms as a result of the event: pain.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.